Event description:
It was reported that the lead exhibited elevated pacing thresholds. Biventricular pacing was turned off as functional status was still good, and pacing would significantly decrease the life of the pulse generator.

Manufacturer narrative:
Na